Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony iq integration system and found that two cables required replacement. The technician replaced the cables, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the monitors that are controlled by their harmony iq integration system turned off during two separate patient procedures on (B)(6) 2020 and (B)(6) 2020 resulting in procedure delays. The procedures were completed successfully; no report of injury.